Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported sepsis could not be conclusively determined through this evaluation. Additionally, the reported low flow alarms could not be confirmed as no log files were submitted for review, and a specific cause for these events could not be conclusively determined. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively established. The patient¿s outcome was not considered to be device related. An autopsy was not performed, and the pump was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, arrhythmia, respiratory failure, renal dysfunction, sepsis, other neurologic event (not stroke related), and death that may be associated with the use of the heartmate 3 lvas. Additionally, although only sepsis was reported, infection (local, driveline, pump pocket) is also listed as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, also lists infection, arrhythmia, and neurologic dysfunction as potential late postimplant complications. This section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiac arrest. The patient was hospitalized for an implantable cardioverter-defibrillator (ICD) shock and underwent a failed ablation for ventricular tachycardia (vt). Course was complicated by subdural hematoma and vt. The patient was transferred to a different hospital for further management of subdural hematoma. Patient had cardiac arrest on (B)(6) 2022 and left ventricular assist device (lvad) care was withdrawn. The patient¿s outcome was not device or therapy related and the device was not explanted. It was later communicated that the patient was initially admitted on (B)(6) 2022 for supratherapeutic inr, tachypnea, lethargy, and shortness of breath. Patient stated that they had been unable to get out of bed and walk around. Also noted abdominal pain and worsening shortness of breath even at rest. The patient reportedly had numerous health problems, including hypertension, hyperlipidemia, chronic kidney disease (ckd), atrial fibrillation, coronary artery disease (cad) with ischemic cardiomyopathy and end-stage chronic heart failure¿status post heartmate 3 implantation in (B)(6) 2021. The patient underwent a computed tomography (CT) scan that revealed a subdural hematoma. They were seen by the neurosurgical team and recommended conservative management with holding anticoagulation therapy. Warfarin was reportedly held due to a recent intracranial hemorrhage. A tte was obtained and was pending, however did not appear to show significant right ventricular (rv) dysfunction. The patient later had an episode of acute unresponsiveness accompanied by low flows for approximately 1 to 2 minutes. They were noted to be agonal breathing and were subsequently intubated for airway protection and transferred to the medical ICU. The patient's medical ICU course was complicated by multiple bouts of sepsis and septic shock that were all treated with antibiotics. They also required varying doses of vasopressors for the septic shock. They experienced anemia and thrombocytopenia, likely bone marrow suppression from sepsis requiring transfusions throughout their stay. The patient never regained significant strength or mental status to be extubated and despite multiple attempts to wean the patient from the ventilator, their course was further complicated by a spontaneous right-sided pneumothorax status post multiple chest tubes by thoracic surgery with persistent air leak. Due to the persistent air leak, a bronchoscopy was performed at the bedside which was highly suspicious for a tracheobronchial fistula. On (B)(6) 2022, the patient suffered a cardiac arrest accompanied by low flow alarms. Return of spontaneous circulation was achieved with vasopressor support and patient maintained stable hemodynamics on levophed, epinephrine and vasopressin overnight. Post cardiac arrest, the patient was made dnr/dni by their family. On (B)(6) 2022, the patient again began experiencing low flow alarms with flows of 1.2 l/min. The family was updated on the patient's critical condition and decided that they would be dnr/dni with no escalation of care. The patient subsequently experienced further low flows and subsequent asystole and was pronounced deceased at 2:52 pm. Sepsis and septic shock were not present on admission, and the patient had a history of atrial fibrillation with sotalol/coumadin therapy prior to heartmate 3 implantation. Aspiration pneumonia with esbl and klebsiella was also noted.